Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in correct location') and device breakage ('suspicion of device breakage') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insetion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain lower ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation "), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression "), anxiety ("anxiety"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain lower, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression, anxiety, vulvovaginal pruritus and diarrhoea had not resolved, the fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Lot number:20226500 manufacturing date: 2009-11 expiration date:2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. On 22-jul-2020: despite follow-up attempts, further information could not be obtained. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in correct location') and device breakage ('suspicion of device breakage') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insetion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain lower ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation "), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression "), anxiety ("anxiety"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain lower, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression, anxiety, vulvovaginal pruritus and diarrhoea had not resolved, the fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Lot number:20226500, manufacturing date: 2009-11, expiration date:2012-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: new reporter added: this case is medically confirmed. New events added: vaginal pruritus and diarrhea. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure not in correct location'), device breakage ('suspicion of device breakage') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insetion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), heavy menstrual bleeding ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain lower ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression "), anxiety ("anxiety"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("diarrhea"), dysmenorrhoea ("intense pain during menstrual flow (dysmenorrhea)") and anguish ("anguish") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, heavy menstrual bleeding, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain lower, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression, anxiety, vulvovaginal pruritus and diarrhoea had not resolved, the fatigue had resolved and the procedural pain, dysmenorrhoea and anguish outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation, vaginal discharge, vulvovaginal pruritus and anguish to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Lot number:20226500. Manufacturing date: 2009-11. Expiration date:2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in correct location'), device breakage ('suspicion of device breakage') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), heavy menstrual bleeding ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain lower ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression "), anxiety ("anxiety"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("diarrhea"), dysmenorrhoea ("intense pain during menstrual flow (dysmenorrhea)") and anguish ("anguish") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, heavy menstrual bleeding, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain lower, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression, anxiety, vulvovaginal pruritus and diarrhoea had not resolved, the fatigue had resolved and the procedural pain, dysmenorrhoea and anguish outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation, vaginal discharge, vulvovaginal pruritus and anguish to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Lot number:20226500 manufacturing date: 2009-11 expiration date:2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021: new events: pain during menstrual flow and anguish added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in correct location') and device breakage ('suspicion of device breakage') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insetion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain lower ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation "), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression ") and anxiety ("anxiety") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain lower, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression and anxiety had not resolved, the fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Lot number:20226500 manufacturing date: 2009-11 expiration date:2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in correct location ') and device breakage ('suspicion of device breakage ') in a female patient who had essure (batch no. 20226500) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (special needs child). Concurrent conditions included diabetes. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pain during essure insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("heavier menstrual flow with clots / menses for 15 days"), pelvic pain ("pelvic pain / sensation of uterine perforation"), headache ("headache"), urinary tract infection ("recurrent urinary tract infections"), pain in extremity ("leg pain"), abdominal pain ("strong colics in lower abdomen (like stabbing, sensation of uterine perforation)"), breast pain ("mastalgia"), abdominal distension ("distension "), oedema ("edema"), peripheral swelling ("swollen legs"), paraesthesia ("tingling "), tremor ("tremor"), back pain ("lumbar pain "), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation "), arthralgia ("joint pain "), mood altered ("constant mood changes "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid "), pain ("generalized pain "), vaginal discharge ("vaginal discharge with odor "), depression ("depression ") and anxiety ("anxiety") and was found to have blood glucose abnormal ("cannot normalize blood sugar"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, headache, urinary tract infection, pain in extremity, blood glucose abnormal, abdominal pain, breast pain, abdominal distension, oedema, peripheral swelling, paraesthesia, tremor, back pain, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, depression and anxiety had not resolved, the fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood glucose abnormal, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure insertion date is discrepant (previously reporter as 2014). Most of events started in 2017. Patient wants essure to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not in correct location, on the verge of perforating the internal organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: legal claim received. Information added: reporter information, treatment drugs, essure insertion date and lot number, events: strong colics in lower abdomen, mastalgia, distension, edema, swollen legs, tingling, tremor, lumbar pain, fatigue, lack of libido, pain during and after intercourse, bleeding during and after intercourse, uterine inflammation, joint pain, constant mood changes, hair loss, suspicion of adenomyosis, abdominal fluid, generalized pain, vaginal discharge with odor, depression, anxiety, essure not in correct place, suspicion of device breakage, pain during essure insertion. Case upgraded to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.